Event description:
It was reported that vessel occlusion occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire was advanced and placed into the lesion. However, during removal through the 3.0mm x 80mm x 150cm coyote balloon catheter lumen, the coating of the guidewire sheared off and was confirmed during visual inspection. Resistance was felt during removal of the wire through the balloon. The physician removed the balloon catheter. There was good distal run-off flow in the peroneal artery. After the intervention, the physician did another distal run-off of the peroneal artery to see if the coating occluded the vessel and it did. The physician performed balloon angioplasty where the coating was sitting and another run-off was performed. Good blood flow was established. The peeled off coating was not removed from the patient's body. The procedure was completed and the patient was sent home the same day.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that vessel occlusion occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire was advanced and placed into the lesion. However, during removal through the 3.0mm x 80mm x 150cm coyote balloon catheter lumen, the coating of the guidewire sheared off and was confirmed during visual inspection. Resistance was felt during removal of the wire through the balloon. The physician removed the balloon catheter. There was good distal run-off flow in the peroneal artery. After the intervention, the physician did another distal run-off of the peroneal artery to see if the coating occluded the vessel and it did. The physician performed balloon angioplasty where the coating was sitting and another run-off was performed. Good blood flow was established. The peeled off coating was not removed from the patient's body. The procedure was completed and the patient was sent home the same day.